Event description:
During an in clinic follow-up, the device was found in backup vvi mode. Abbott technical support alleged an unspecified internal software error was the cause of the event. The device was restored to resolve the event and the patient was in stable condition.